Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips most likely underlying root cause: mlc-20 - user's test strip had poor storage test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file. Correction: initial report submitted with conclusion code 67, but the applicable is 192 (shel life/expiration exceeded).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results results obtained of 348, 357, 196, 273, 175 mg/dl. The customer's expected fasting blood glucose test result is 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/17/2019 - test strips are expired at time of call. The meter memory was reviewed for previous test result history: result 1: 348 mg/dl, date: 8/30/2018, time: 8:56am fasting; result 2: 357 mg/dl, date: 8/30/2018, time: 7:07am fasting; result 3: 196 mg/dl, date: 8/29/2018, time: 6:58pm fasting; result 4: 273 mg/dl, date: 8/29/2018, time: 6:58pm fasting; result 5: 175 mg/dl, date: 8/28/2019, time: 7:16pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips most likely underlying root cause: mlc-20 - user's test strip had poor storage test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results obtained of 348, 357, 196, 273, 175 mg/dl. The customer's expected fasting blood glucose test result is 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/17/2019 - test strips are expired at time of call. The meter memory was reviewed for previous test result history: (B)(6).